Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including on/off current test and bench handling without duplicating the report. An internal inspection resulted in no findings. The device was recertified and returned to the customer. Review of the device logs showed errors associated with depleted batteries. The batteries returned were not the type of batteries recommended by zoll for this device. A recommendation on approved batteries and correct installation was provided to the customer. No trend is associated with reports of this type.